Event description:
Staff obtained a chest tube and upon opening discovered that the tube appeared to have plastic particles inside the tube. The tube was not used and placed aside. FDA safety report ID # (B)(4).